Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of unexplainable power on reset. The threads on the returned battery cap and the battery compartment were both damaged and there was a crack below the grip pad. The returned battery cap was unable to tighten and maintain electrical contacts properly. The reported power loss issue was verified in the black box and duplicated. A test battery cap was used for the remaining investigation. It was unable to tighten fully but was able to maintain electrical contacts. The pump powered up with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Pump casing was opened and no evidence of moisture intrusion or loose components was found inside the pump. Unrelated to the reported power issue, it was observed that the verify screen was discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment threads were stripped and the pump had intermittent power issue. The reporter stated that the battery cap was undamaged and was able to secure properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.